Manufacturer narrative:
This is a combination product. (B)(4). G2: foreign - event occurred in united kingdom. The reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 47493500603(64077194). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient with right lower extremity fractures underwent open reduction and internal fixation, subsequently required surgical management for compartment syndrome, and later developed post-traumatic arthritis with pain and swelling. The patient initially underwent emergent fasciotomy for right foot compartment syndrome, then proceeded to ankle fixation. The patient returned to theatre the same day due to concern for recurrent compartment syndrome and the fasciotomy wound was reopened. The patient returned again several days later for washout of the wound and closure. Approximately two years after the fixation procedure, the patient developed pain and swelling attributed to post-traumatic arthritis. The patient completed hydrotherapy and physiotherapy and was awaiting a steroid injection. Ongoing monitoring was planned, and if symptoms did not improve, an ankle fusion was being considered. The patient continued to experience pain and swelling due to post-traumatic arthritis and was awaiting a steroid injection; an ankle fusion was being considered. Attempts have been made and no further information has been provided.